Event description:
It was reported that the patient had in-stent restenosis in the mid left superficial femoral and popliteal artery stents. The patient was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion one was located in the left mid superficial femoral artery (sfa) with 80% stenosis and was 140 mm long with a proximal reference vessel diameter of 5.00 mm and distal vessel diameter of 5.00 mm and was classified as tasc ii b lesion. The target lesion one was treated with the placement of a 6mm x 150mm study stent. Following post-dilatation, residual stenosis was 5%. On (B)(6) 2018, the patient was noted to have in-stent restenosis in the mid sfa and proximal popliteal arteries of the left leg. In response to the event, an angiograohy was performed. Additional information reported that the event was considered to be recovering/resolving. It was further reported that on (B)(6) 2018, the patient was diagnosed with total occlusion of left superficial femoral and proximal popliteal artery. The total occlusion noted in the left sfa and proximal popliteal artery was treated by balloon angioplasty using multiple drug eluting stents. On (B)(6) 2020, the event was considered to be resolved.

Manufacturer narrative:
B5 describe event or problem - updated. B6 relevant tests/laboratory data - updated.

Event description:
It was reported that the patient had in-stent restenosis in the mid left superficial femoral and popliteal artery stents. The patient was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion one was located in the left mid superficial femoral artery (sfa) with 80% stenosis and was 140 mm long with a proximal reference vessel diameter of 5.00 mm and distal vessel diameter of 5.00 mm and was classified as tasc ii b lesion. The target lesion one was treated with the placement of a 6mm x 150mm study stent. Following post-dilatation, residual stenosis was 5%. On (B)(6) 2018, the patient was noted to have in-stent restenosis in the mid sfa and proximal popliteal arteries of the left leg. In response to the event, an angiography was performed. Additional information reported that the event was considered to be recovering/resolving. It was further reported that on (B)(6) 2018, the patient was diagnosed with total occlusion of left superficial femoral and proximal popliteal artery. The total occlusion noted in the left sfa and proximal popliteal artery was treated by balloon angioplasty using multiple drug eluting stents. On (B)(6) 2020, the event was considered to be resolved. It was further reported that on (B)(6) 2020 1540 days post procedure, post index procedure, 100% occlusion noted in left sfa and popliteal arteries were treated by performing percutaneous transluminal angioplasty and stenting was performed with placement of four stents in the left sfa and popliteal artery. Following post procedure, the residual stenosis was noted to be 40%. On (B)(6) 2020, the event was considered to be resolved.

Event description:
It was reported that the patient had in-stent restenosis in the mid left superficial femoral and popliteal artery stents. The patient was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion one was located in the left mid superficial femoral artery (sfa) with 80% stenosis and was 140 mm long with a proximal reference vessel diameter of 5.00 mm and distal vessel diameter of 5.00 mm and was classified as tasc ii b lesion. The target lesion one was treated with the placement of a 6mm x 150mm study stent. Following post-dilatation, residual stenosis was 5%. On (B)(6) 2018, the patient was noted to have in-stent restenosis in the mid sfa and proximal popliteal arteries of the left leg. In response to the event, an angiography was performed. Additional information reported that the event was considered to be recovering/resolving. It was further reported that on (B)(6) 2018, the patient was diagnosed with total occlusion of left superficial femoral and proximal popliteal artery. The total occlusion noted in the left sfa and proximal popliteal artery was treated by balloon angioplasty using multiple drug eluting stents. On (B)(6) 2020, the event was considered to be resolved. It was further reported that on november 30, 2020 1540 days post procedure, post index procedure, 100% occlusion noted in left sfa and popliteal arteries were treated by performing percutaneous transluminal angioplasty and stenting was performed with placement of four stents in the left sfa and popliteal artery. Following post procedure, the residual stenosis was noted to be 40%. On (B)(6) 2020, the event was considered to be resolved. It was further reported that on (B)(6) 2020 the subject visited hospital for the scheduled bilateral lower extremity angiogram. It revealed in the left limb that the common femoral artery and profunda femoris were patent without significant stenosis; total occlusion of the left superficial femoral artery in the native vessel with occlusion of the proximal portion of distal stent were noted with severe stenosis, the stents in the distal 2/3 are patent extending down into the popliteal artery was patent without significant stenosis.

Manufacturer narrative:
B5 describe event or problem - updated.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the patient had in-stent restenosis in the mid left superficial femoral and popliteal artery stents. The patient was enrolled in the (B)(6) study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion one was located in the left mid superficial femoral artery (sfa) with 80% stenosis and was 140 mm long with a proximal reference vessel diameter of 5.00 mm and distal vessel diameter of 5.00 mm and was classified as tasc ii b lesion. The target lesion one was treated with the placement of a 6mm x 150mm study stent. Following post-dilatation, residual stenosis was 5%. On (B)(6) 2018, the patient was noted to have in-stent restenosis in the mid sfa and proximal popliteal arteries of the left leg. In response to the event, an angiography was performed.

Event description:
It was reported that the patient had in-stent restenosis in the mid left superficial femoral and popliteal artery stents. The patient was enrolled in the imperial study on september 12, 2016 and the index procedure was performed on the same day. The target lesion one was located in the left mid superficial femoral artery (sfa) with 80% stenosis and was 140 mm long with a proximal reference vessel diameter of 5.00 mm and distal vessel diameter of 5.00 mm and was classified as tasc ii b lesion. The target lesion one was treated with the placement of a 6mm x 150mm study stent. Following post-dilatation, residual stenosis was 5%. On october 15, 2018, the patient was noted to have in-stent restenosis in the mid sfa and proximal popliteal arteries of the left leg. In response to the event, an angiograohy was performed. Additional information reported that the event was considered to be recovering/resolving.

Manufacturer narrative:
Device is combination product.